Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leaking from the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number was identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a plumset 0.2 fltr clv ysite 104in ndehp. It was reported that the device was leaking from the filter in the nicu unit. There was no patient harm associated with this complaint/event.